Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient reported that they were hospitalized due to kidney failure. Kidney failure was related to the patient¿s diabetes. At the time of the hospitalization, the patient was not wearing the continuous glucose monitoring (cgm) system as they had a sensor failure and were awaiting sensor replacements. Patient declined to give any additional information regarding the event. At the time of contact, the patient was fine. No additional information is available.